Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort while voiding and recurrent urinary incontinence. The physician found the device was working as intended, but the tissue around the urethra was irritated. The cuff was explanted, and a new cuff was implanted further proximal on the urethra. There were no additional patient complications reported.